Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose during the incident was 31 mmol/l. While the customer was at the hospital they used the insulin pump and manual injection to treat blood glucose. Troubleshooting was performed. A pump error alarm occurred during the self-test. A bolus was programmed and insulin was delivered. The insulin pump will be returned for analysis.